Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were returned in connection with this complaint. Without the actual device and/or lot number, a thorough investigation could not be performed. In addition, a review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 6: customer reports, that there is an ongoing issue with the IV tubing. When the tubing is first opened, the connection at the stopcock is always loose to the point where the tubing comes apart during priming, unless you aggressively tighten it at the stopcock. The staff was educated to make sure it was tightened prior to priming to address the concern. In the last few weeks, multiple incidents occurred where the tubing separates after the IV was started, resulting in blood back flowing and leaking out of the tubing and all over the floor. This occurred even though the connection was tightened at the stopcock. No chemo involved as they are an endoscopy center general IV solution infusing. No injuries reported.